Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that there were concerns that this implantable cardioverter defibrillator (ICD) exhibited undersensing and oversensing upon review of printouts from the device. It was further stated that there were pauses in pacing for two to four beats. No adverse patient effects were reported. It was believed that the patient was in the clinic during the episodes; however, at this time there is no further information available regarding the reported issue.